Event description:
Received an advertisement for a device claiming to use "nano-electrical signals" to "block chronic pain". This is an indiegogo project https://www.indiegogo.com/projects/kailo-the-future-of-pain-relief#/ since indiegogo profits from the funds raised. They too (indiegogo.com) are part of the problem. I have formally notified them. FDA safety report ID# (B)(4).